Manufacturer narrative:
Information provided by the customer indicates the chemical indicator (ci) used in this case was a non-asp product. Therefore, the event is not MDR reportable for asp.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100. The correct lot number is unknown at this time.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a sterrad® 100s cycle. The lot number of the product and other details of the event are not available at this time. No load was affected in this event. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.